Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the system "hung up" whenever the unit was started up, the log parsing sheet was reviewed and no recent errors were found. It was noted that the hard drive health was found to be at 99% and the hard drive was replaced as a preventive, and that the hard drive was reimaged and the software reloaded, that the stylus was missing so one was added and calibrated, that the left keyboard hinge was broken and replaced and that the system fan was noisy and it was also replaced. The device passed functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer system hung up whenever it was started up. The programmer was returned for service. No patient complications have been reported as a result of this event.